Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued on the same day) for peritonitis. Two days after the event onset, the patient was treated with ceftazidime injection (500mg per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the event (four days after the event onset). Pd therapy was ongoing. No additional information is available.